Event description:
Related manufacturer reference number:2017865-2023-25050. It was reported that the right ventricular lead exhibited noise oversensing. During lead explant procedure it was found that patient's atrial lead was dislodged. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of over sensing was not confirmed. As received, only a distal portion of the lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing found internal shorts between conductors due to the damaged insulations which is consistent with procedural damage. No anomalies were found.